Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the endoeye flex deflectable videoscope exhibited an abnormal color tone in the distal end image. There were no reports of patient involvement

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the image sensor unit may have broken and since irregular load may have been applied to the bending section, it was observed to have been damaged on multiple sites. However, the definitive root cause could not be determined, and the device did not meet the specifications, thereby confirming the occurrence of the event. The event can be detected/prevented by following the instructions for use in: instructions for ltf-s190-10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8:¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device. Corrected data: h4.